Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical operation for carcinoma of stomach, when gastric jejunal anastomosis was performed, the device knife blade did not cut and no staples were fired. It was replaced with another one to complete the case. There was no patient injury.